Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a one-year trend with high, out of range shock impedance. A testing with a commanded shock was recommended. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a one-year trend with high, out of range shock impedance. A testing with a commanded shock was recommended. According to the field representative, the doctor decided not to complete the commanded shock at that time and to continue monitoring through home monitor. The rv lead remains in service. No adverse patient effects were reported.